Event description:
The customer's daughter in-law reports finding the customer disoriented, cold, clamy and sweating. She reports a glucose reading of 318 mg/dl on the adc meter. The customer was taken to the hosp where she was diagnosed with severe hypoglycemia and treated IV fluids containing glucose.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for eval.